Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with intermittent down button response due to flattened down dome switch. No unlocked lcd keypad connector during our visual inspection. No frozen display during our testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and keypad anomaly. Customer's blood glucose level was as high as 1300 mg/dl. Customer experienced diabetic ketoacidosis and was hospitalized as a result of high blood glucose levels. Troubleshooting for keypad anomaly was performed. The doctor inspected the insulin pump and advised the buttons are unresponsive. The doctor advised the down button does not work, the esc button is unresponsive and that the device freezes when the esc button is pressed. Troubleshooting for high blood glucose was performed. Customer experienced severe dehydration, excessive vomiting, swelling and went into a coma. Customer was wearing the insulin pump when admitted to the hospital and was placed on insulin drip. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.